Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The facility states the pump was received by the biomed from the clinical floor with a vague report of failure. The biomedical engineer reviewed the event history and found a failure code 812:02. There was no report of this failure occurring while the device was in use on a pt.